Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The carefusion field service representative evaluated the unit, verified the complaint and determined that the root cause of the reported event was a faulty inspiratory time potentiometer pn: 766582. Replace it potentiometer harness and check operation. The unit is meeting all manufacture and specification.

Event description:
The customer reported insp time (it) on this unit is not functioning. The it is reading zero, customer tries to turn the knob it will not adjust at all. Patient involvement is unknown.